Manufacturer narrative:
Article citation: linton, emma and au, leon. "Technique of xen implant revision surgery and the surgical outcomes: a retrospective interventional case series." Opthalmology and therapy 9, 2020, (pages 149-157). Further information from the corresponding author regarding event, product, and patient details has been requested. No additional information is available at this time. The events of high intraocular pressure, fibrosis, and glaucoma progression are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
The article "technique of xen implant revision surgery and the surgical outcomes: a retrospective interventional case series" noted a xen 45 gel stent patient who had two needling and 5-fu procedures, but unfortunately the iop stayed at 30 mmhg and the patient was listed for a trabeculectomy 6 months after the revision surgery.